Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of hyperglycemia not specified. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 10/18/2019 and open vial date is one month ago. The meter memory was not reviewed for previous test result history. Customer meter is reading hi and was taken 2 hours after eating he was not having any symptoms but wanted to get off the phone since I told that it meant the blood was over 600mg/dl. Customer wanted to call his physician. Customer feels well at this time is having no symptoms of a high blood glucose. His blood this morning was 300mg/dl- he said his blood runs very high. Past adverse report: the meter reading hi several months ago and customer went to the hospital. Customer was diagnosed with hyperglycemia (800mg/dl). Customer is not sure of treatment received. Dates are not provided.